Manufacturer narrative:
The service provider confirmed that there was an over-infusion issue during the testing of the device. Other issues found during testing included a flickering ac indicator issue and a battery issue; none of these issues were related to the over-infusion issue. The affected device was recalibrated, repaired, and retested to meet all specifications on (B)(6) 2018.

Event description:
A service provider informed zyno medical on 11/12/2018 about an over-infusion of the device. This device was sent to a distributor for the issue that the battery was not able to hold charges, which occurred in (B)(6) 2018. During the testing at the service provider's facility on (B)(6) 2018, a technician found that the device had a flow rate deviation of 15.75%, which was outside of the flow rate specification of +/-5%. There was no patient involved in this event.